Event description:
It was reported that the patient presented with mild "urinary stress incontinence" while walking and coughing. No intervention was taken but the issue was reported as resolved on (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that a suburethral sling was implanted on (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that a monarc sling was implanted on (B)(6) 2014. There were no further complications reported as a result of this event.